Event description:
The ge oec 9800 fluoroscopy system had poor image quality. A reboot caused a communication failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and found fluids inside the camera housing. Fluids were evacuated and gaskets around the collimator and camera were replaced. Customer also advised to cover system when exposure to fluids is present. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.